Manufacturer narrative:
H2) additional information: b5 h3) evaluation summary: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident as it was discarded by the customer. Seven images were received. One image showed the serial number of a bipolar maryland forceps matching what was reported. Two images showed a lateral view of a bipolar maryland forceps where the blue energy cable is broken. One image showed that the plastic portion of the pulley is broken. Three images showed the broken white plastic portion removed. Evaluation of the logs showed an error code for 'motor position limits' was triggered as an after effect of a pulley break. The use life of the bipolar maryland forceps was two hundred and ninety-one minutes with a use count of three at the time of the error. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the renal tissue step of a robotic laparoscopic left nephrectomy, a plastic part of the bipolar maryland forceps broke and fell off into the patient. The bipolar maryland forceps was removed using the broken instrument procedure and exchanged for a new one. The broken piece was retrieved from the patient's cavity. There was a ten minute delay to the procedure to retrieve the broken piece and change out the bipolar maryland forceps. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the renal tissue step of a robotic laparoscopic left nephrectomy, a plastic part of the bipolar maryland forceps (bmf) broke and fell off into the patient. The bmf was removed using the broken instrument procedure and exchanged for a new one. It is unknown if the broken piece was retrieved. There was no patient injury.